Manufacturer narrative:
Device evaluation summary; creases were observed on the product shelf carton. On removal from the shelf carton and pouch the backend of the handle was raised out of the tray. Two (2) break sites were visible on the device handle screw gear. A kink visible on the hypotube underneath the screw gear. There was no creases or deformation observed to the product tray in the area of the screw gear break. A longitudinal scratch was visible on the graft cover tip. The device deformation was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was planned to be implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported during the index procedure when the device was removed from its box the physician noted the device shaft was broken and appeared in a bent state. The device was replaced with an additional valiant captivia stent graft and the procedure successfully completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.